Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the "middle" portion of the harmonic ace instrument was damaged. A fragment from the instrument allegedly fell and was retrieved. The customer replaced the harmonic ace instrument with a back-up instrument. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the nurse regarding the reported event: an inspection of the system and instrument was performed prior to the procedure and no issue was found. The entire fragment was retrieved during the same procedure. No additional test and no surgical intervention required. No post-operative complications have been reported as of the date of this report. The procedure was completed with no further issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument to be returned for evaluation. However; isi has not received the harmonic ace instrument. Therefore; the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the harmonic ace instrument (lot# l90220403-0106) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur and it is also unknown which specific part of the instrument broke.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Initial inspection identified a broken main tube. As a result of this damage, the instrument is unable to open and close its grips properly and will not successfully feed through the cannula on the in-house system. No material was found missing on this area. As part of investigation, further inspection found mechanical indentation on the distal tip of the curved blade. No missing piece was observed. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. The observed failures are unrelated. The known cause of both failures is attributed to mishandling and misuse.

Event description:
Refer to h10/h11 for follow-up information.